Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42522400910, articular surface fixed bearing posterior, lot # 62988897. Catalog #: 42500606602, femur cemented posterior stabilized, lot # 62845279. Catalog #: 42532007902, tibia cemented 5 degree stemmed, lot # 63213872. Catalog #: 00590102000, headless trocar drill pin, lot # 63237048. Catalog #: 00597000036, psi psn pref ps pin guides psi, lot # 56624001. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-01154, 0001822565-2018-01155, 0001822565-2018-01156.

Event description:
It was reported that the patient have personal injury after knee implant. No further information is available at this time.